Event description:
Problems with keeping the brush head from falling off - oral-b [device breakage]. Case narrative: consumer via e-mail stated that they had problems with keeping the oral-b toothbrush head from falling off while brushing. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Manufacturer narrative:
29-mar-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Problems with keeping the brush head from falling off - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via e-mail stated that they had problems with keeping the oral-b toothbrush head from falling off while brushing. No injury was reported. On 29-mar-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.